Event description:
The facility reported a pt experienced a reduction in their visual acuity six years following intraocular lens (iol) implant surgery. It was reported opacification and diffuse micro calcifications were noted on the iol. It was noted in a photo that the pt has posterior capsule folds/striae and pco which could cause a decrease in visual acuity. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. The returned photos were reviewed and showed that the pt had posterior capsule folds/striae and pco, which is a likely cause for a decrease in visual acuity. Results from the product history record review indicated the product met release criteria. There have been no similar reports in this lot.